Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result for one patient on their e601 analyzer. The customer stated they did not see any foam on the sample or reagent surface. The patient's initial hcgb result was 0.100 mui/ml accompanied by a data flag and it was reported outside the laboratory. After not menstruating for a month, the patient made an appointment with her gynecologist. It was discovered the patient had been pregnant since (B)(6) 2012. The gynecologist requested the patient's sample be repeated. On (B)(6) 2013, the first repeat result was 10000 mui/ml accompanied by a data flag. The sample was diluted 1:100 and the result was 25223 mui/ml. There were no reports of any adverse events. The hcgb reagent lot number was 169563 and the expiration date was not provided. The field service representative went on site. Performance testing was done and nothing abnormal was detected. The calibration and quality control results were within expectation. A general reagent issue could not be found. It was noted the customer was not following the tube manufacturer's recommended centrifugation specifications. Instrument check and the alarm trace data was within specification.

Manufacturer narrative:
This event occurred in (B)(6).